Event description:
It was reported that pump experienced malfunction alarm with code 16 and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, pump was determined not to be resettable, and technical support arranged replacement with loaner pump and discussed renewal options.